Event description:
Reportedly, the instrument did not staple properly and the anastomosis was leaking. The anastomosis was resected and a lower resection and anastomosis were performed. Longer operating time was reported (2 hours).